Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8015 4.7 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech called in with error code 133.6080 on 8015 4.7 unit first explain to tech. Did he know we no longer support the smaller screen 4.7 unit he is aware, so let him know I can help him this time only has a courtesy with that error code he needs to replace back up speaker on unit. Tech thank me for my assist.